Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient went to the hospital on (B)(6) 2016 and was diagnosed with sepsis. It was noted that there was pus coming out of the pump pocket. It was stated that they needed to get the patient's managing doctor of the pump on board as soon as possible so the managing doctor could communicate with the current doctor at the hospital. The patient was then able to be transferred to another hospital on (B)(6) 2016 at 7:45 pm. A doctor then performed an incision and drainage of the pump pocket. Additionally, they took the pump and put it into a plastic pouch and taped it to the patient's abdomen. The patient was then prescribed 10 mg of oral baclofen every 8 hours as of (B)(6) 2016. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue and no diagnostics or troubleshooting was performed. It was later reported that the patient was being titrated down and the pump was to be taken out on (B)(6) 2016. The issue was unresolved and the patient was noted to be "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.